Manufacturer narrative:
The pt identifier, age, weight and gender were not available.

Event description:
It was reported that upon connecting a megavac 90 the controller screen went black and would not turn back on.